Manufacturer narrative:
Concomitant medical products: (1) console xps 3000 2 pump (1897102); sn: (B)(4); lot: 44921800; date of manufacture: june 6, 2006; customer refused device return; 510k: k002224. (B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation¿as the facility has refused return of both devices.

Event description:
It was reported that a igs m4 microdebrider "became hot and stopped running" intraoperatively during a polyp removal sinus case. This is the only information provided and there was also no report of patient impact or injury as a result of this event.